Event description:
It was reported to philips that the system unexpectedly restarted by itself several times.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was in clinical use, and the procedure was completed after several restarts. A philips remote service engineer inspected the system remotely and documented that when the geometry module was moved on the table, the system shuts down. Upon further inspection, the philips field service engineer (fse) identified that there was a loose connection at the geometry module. If the cable moved, the system went into emergency mode and shuts down. The fse restored the connection between the geometry module and the connection box. After that, the system has been returned to use in good working order. To date, there has been no recurrence of this issue reported from the customer. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on investigation outcome. The health impact code was corrected.